Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated to the breast tissue. Additional information indicated that both the right ventricular (rv) lead and left ventricular (lv) lead had dislodged and that the lv lead exhibited low impedance. The physician was concerned about possible twiddlers. The crt-d, rv lead, and lv lead were explanted and replaced submuscular. No further patient complications have been reported as a result of this event.